Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age & date of birth: requested, not provided due to hospital policy, a3a: sex: requested, not provided due to hospital policy, a4: weight: requested, not provided due to hospital policy, a5: ethnicity: requested, not provided due to hospital policy, a6: race: requested, not provided due to hospital policy, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that after performing an endovascular thrombectomy (evt) procedure to treat stenosis in the left sfa, the angio-seal device was unpacked to achieve hemostasis. However, when the insertion sheath and locator were integrated, the physician sensed something unusual. Due to this feeling, another angio-seal device was used to continue the procedure. The second device could be used without any unusual feelings. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There were no other devices or equipment used with the reported product.